Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent cartridge alarms occurred (cartridge alarm 25 - removed cartridge alarm). The customer indicated that another cartridge would be loaded and that the customer would continue to use the pump until replacement is received. Reportedly, the customer was unsure if their blood glucose level impacted.